Manufacturer narrative:
Product complaint (B)(4) investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that collar would not pull back far enough to allow the grater to seat into the instrument. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that collar would not pull back far enough to allow the grater to seat into the instrument. It was unknown, if there was a surgical delay. The product was returned to medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed the quickset ace grater handle exhibited surface wear which is indicative of extensive and repeated use over time. These marks suggest that the device has been subjected to frequent handling and operation, likely contributing to its overall worn condition. Additionally, the sleeve was missing, this condition may occur during the cleaning/sterilization process, particularly when the components are assembled or disassembled. As these procedures are often repeated, there is an increased risk of components going missing. However, without concrete evidence or further information, it is not possible to determine a root cause. A functional test was performed using a laboratory sample mating device. The sample could not be assembled as the retractable mechanism did not lower sufficiently, suggesting a potential issue with the internal spring responsible for the retraction. This finding confirms the reported allegation. This damage could be associated to sterilization cycles that may have caused damage to the internal spring, leading to compromised functionality. However, taking in consideration the age of the device, this condition appears to be consistent with the effects of repeated use and servicing over a period exceeding 20 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset ace grater handle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (a0203) provided is not a valid finished goods lot number.